Manufacturer narrative:
The customer reported the AED will not power on and is displaying a service code warning for 'rtc interrupt period' which may be battery related. The customer confirmed the asi is flashing red. The maintenance schedule is reported as weekly. Sent the customer a data card to download the log history file. The product warranty is past the expiration date, referred to distributor for replacement. Reviewed proper maintenance and proper storage of the AED. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. They reported that this did not occur during patient use.